Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter facility name: (B)(6) hospital. Device is combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex artery to the 2nd obtuse marginal. This 32 x 3.00 promus premier select stent delivery system was selected; however the device was unable to cross the lesion. Strut deformation was recognized when the stent was removed. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
A2: age at time of event: 18 years or older e1:initial reporter facility name- (B)(6) hospital. Device is combination product. Device evaluated by MFR:a promus premier select ous mr 32 x 3.00mm stent delivery system (sds), catheter was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the 6th distal strut row from the proximal end were lifted and pulled proximally. The undamaged stent od (outer diameter) was measured using snap gauge and the result was within maximum crimped stent profile measurement.the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex artery to the 2nd obtuse marginal. This 32 x 3.00 promus premier select stent delivery system was selected; however the device was unable to cross the lesion. Strut deformation was recognized when the stent was removed. The procedure was completed with another of the same device. No patient complications were reported.